Manufacturer narrative:
The electrode is bent in several spots which indicates that excessive force has been applied. There are also no welding marks on the broken surface indicate that force has applied without activated hf current. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
The event occurred in the united kingdom. It was reported that the loop section of the electrode detached whilst in use inside the bladder during a turp procedure which caused a prolongation of the surgery by about 30mins. The broken-off piece could be recovered. No harm to the patient, user, or third reported.